Event description:
In 2008, a gore propaten vascular graft was implanted for a-v access. It was claimed the graft caused an infection in the pt. Graft cultures were negative for infection (no growth after 72 hours). The graft was explanted eight days later. No replacement graft was implanted. The pt is doing fine and was sent home.

Manufacturer narrative:
Device eval anticipated, but not yet completed. A review of the mfg and sterilization paperwork has been conducted. The review of the mfg and sterilization paperwork verified that this lot met all pre-release specifications.